Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of rex11960 showed no other similar product complaint(s) from these lot numbers.

Event description:
On (B)(6) 2014 - tip of sherlock stylet allegedly sheered off during insertion and is reportedly lodged in patients lungs. The clinician stated that it was a difficult insertion, but the procedure was completed successfully. The patient was taken to radiology and the radiologist is said to be leaving the tip of the stylet in the patient. At this point, the PICC is also said to be still in the patient.